Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to shoot an x-ray and the and there was no movement in c/l-arm. Review of the system log file showed that the motorized movement was unavailable. Upon further troubleshooting action, field service engineer (fse) found issue with the spp power supply. The fse replaced spp power supply. After replacement of spp power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the device was unable to shoot an x-ray. It was then indicated that the c/l-arm movement of the device was unavailable on the allura xper fd10. A philips technician confirmed that neither of these reported devices issues were accurate and that the device had failed to power on. No harm has been reported. Philips has started an investigation of the complaint.